Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d6160617-1). The control solution tests for level low were 58/61 mg/dl, for level high were 256/247 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips from our warehouse (same patient's strip batch, lot number:d6160617-1). The control solution tests for level low were 63/62 mg/dl; for level high were 260/257 mg/dl. The control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user received higher than normal blood glucose readings from his prodigy diabetes meter. The end user was lethargic and his blood glucose at the time of the medical event was 242 mg/dl. His neighbors called the paramedics and they performed a blood glucose test with their meter and the result was 37 mg/dl. The end user received a tube of glucagon, cranberry juice and a peanut butter sandwich to assist in stabilizing his blood glucose level. No further treatments were administered by the paramedics. No additional details were provided in relations to this medical event.